Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that insulin deliveries stopped multiple times. No alerts or alarms occurred during these events. Customer performed troubleshooting and verified that insulin did not appear to be flowing out of the cartridge tubing. A cartridge change was performed resolving the issue. Customer experienced a blood glucose (bg) level ranging between 100-300's mg/dl. Customer went to the emergency room (ER) and had blood tests performed. Customer was released from ER with a bg of 120 mg/dl.